Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Medtronic has received information that the system has been serviced, however no addition details were provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the uninterruptible power supply (ups) was damaged in the mobile view station (mvs) and the gantry needed a replacement battery. No patient present.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the mobile viewing station (mvs) had an uninterruptible power supply (ups) failure and the ups replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.